Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the lancet is not retracting on the onetouch lancing device. The complaint was classified based on the customer care advocate (cca) documentation. 24 hours after the onset of the lancing device issue, the patient reportedly developed symptoms of ¿sweats and dizzy.¿ the patient did not take any action in regards to diabetes management based on the reported issue. There was no report of any required medical intervention. The issue was not resolved with training. There was no product misuse. This issue was an out of box malfunction. This complaint is being reported because the patient developed symptoms suggestive of hypoglycemia after the lancing device issue began.

Manufacturer narrative:
Follow-up (B)(4) 2013 correction: on (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the lancet is not retracting on the onetouch lancing device. The complaint was classified based on the customer care advocate (cca) documentation. Twenty-four hours after the onset of the lancing device issue, the patient reportedly developed symptoms of ¿sweats and dizzy.¿ the patient did not take any action in regards to diabetes management based on the reported issue. There was no report of any required medical intervention. The issue was not resolved with training. There was no product misuse. This issue was an out of box malfunction. This complaint is being reported because the patient developed symptoms suggestive of hypoglycemia after the lancing device issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.